Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the end of insulin pump was broken and reservoir was not keeping in. Customer's blood glucose level was unknown. It was also reported that the insulin pump was not giving alert. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off and missing the black o ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken. Insulin pump passed self test. No audio/vibrate anomaly noted.